Event description:
It was reported that the patient's right knee implant broke.

Manufacturer narrative:
A review of the medical records by a clinician concluded that no determination can be made regarding the cause of the apparent shearing off of the patellar components at the base of the three cemented poly pegs. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation. The exact cause of the event could not be determined with the limited information available at the time of evaluation. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics.

Event description:
It was reported that the patient's right knee implant broke.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown right stryker knee. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the patient's right knee implant broke.

Manufacturer narrative:
The patient is (B)(6). An event regarding a fractured patella involving a duracon symmet duration 36x10m was reported. The event was not confirmed. Medical records received and evaluation: a review of the provided medical records by a clinical consultant noted ¿there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for these clinical situations." Device history review: a device history review could not be performed as the device was not properly identified. Complaint history review: a complaint history review could not be performed as the device was not properly identified conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as an evaluation of the reported device is needed to complete the investigation for determining the root cause.